Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of nickel sensitivity. After impacting the head, the surgeon opted to remove the components. Three different versadial head/adapter separators were attempted to disengage the head and taper. Subsequently, the third separator fractured after disengaging the components. A delay of over 30 minutes occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03186 / 03187).